Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with a product mandrel and a balloon protector. The balloon was tightly folded. Microscopic inspection found no damage or irregularities. Functional testing was performed and the device was brought to rated burst pressure (rbp). The device held pressure for 5 minutes and did not leak or lose pressure. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.5mmx20mm quantum¿ maverick¿ balloon catheter was advanced for dilation and the device was initially inflated at 12 atmospheres for 10 seconds. Second inflation was performed at 14 atmospheres for 10 seconds; however, during the third inflation at 18 atmospheres for 10 seconds, the balloon deflated slowly by itself before deflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.5mmx20mm quantum¿ maverick¿ balloon catheter was advanced for dilation and the device was initially inflated at 12 atmospheres for 10 seconds. Second inflation was performed at 14 atmospheres for 10 seconds; however, during the third inflation at 18 atmospheres for 10 seconds, the balloon deflated slowly by itself before deflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.